Event description:
It was reported that prior to the implant procedure, the battery bar was gray for both devices. Premature battery depletion was suspected. Neither device was implanted and a third device was used. The devices were subsequently left in normal temperature for over forty-eight hours; however, the battery bars remained gray. No patient complications have been reported as a result of this event.